Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a right shoulder sleeve repair surgery, two (2) units of the healicoil knotless anchor broke. The surgery was completed placing a back-up device instead into the originally drilled bone hole. The broken pieces were removed from the patient with forceps. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor and distal plug were not returned. The proximal anchor was returned on the insertion device with no defect. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.